Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. It was reported, when the doctor was suturing the uterine incision, the suture broke before the initial force was applied, so the suture was replaced to continue the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any patient consequences? Surgery time extended 5 minutes. D4: UDI: (B)(4) unavailable, product made prior to gtin compliance date. H3 investigational summary: one opened sample of product code vcp358h was returned to ethicon for analysis. Upon initial inspection, the sample contained a suture piece with a needle and winding form. During visual inspection of the returned sample, marks were observed on the body needle and the suture was noted to be damaged. In addition, body fluids were pointed out along the strand and damaged on the surface. However, due to the condition of the suture returned, the reason causing breakage suture could not be determined. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending.